Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue through a recorded video provided by the customer. Physio replaced the device's battery pins to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly when they pressed the code summary button. There was no report of patient use associated with the reported event.